Event description:
Customer reported a high blood glucose level that was over 400 mg/dl, with ketones that were identified as dangerous by a healthcare provider. The customer was hospitalized in the intensive care unit and treated with intravenous fluids of saline and insulin. There was no injury and the treatment resolved the issue without permanent damage. The customer was released on (B)(6) 2025. The caller declined further assistance and a supplies or system check.